Event description:
Customer reported experiencing a current low blood glucose level, with the lowest recorded at 47 mg/dl obtained from a continuous glucose monitor. Cause was not known. The customer consumed glucose tablets as a corrective action and was advised by customer technical support to update the time and date on their pump to ensure proper insulin delivery, which the customer did, acknowledging the instruction despite initially declining further system checks. No further assistance was required.